Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening on radius. A visual and microscopic analysis were performed which identified opening punctured, black particles and crease fold. Based on the device analysis, the final assessment is a striated punctured due to surgical damage like consist in the use of some surgical tool.

Event description:
Health professional additionally reported "implant was riding higher than desired."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was reported to be due to capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown and "expressed concern about alcl." Device has been explanted.